Manufacturer narrative:
The device was disposed and is not expected to be received for analysis; therefore, no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
They were pushing the wire through the ureter and it broke. They used forceps to remove both parts of the device in the patient. Another of the same device was used and case was completed. No parts of the device left inside the patient. It was reported there were no patient complications and the patient is fine.